Event description:
It was reported that the user experienced low blood glucose, with a nadir of 67 mg/dl, after delaying a meal due to being busy, and self-treated with an oral glucose gel and ice cream, resulting in improvement to 76 mg/dl. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.